Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage(cracked case). Insulin pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, broken reservoir tube lip, missing o-ring(reservoir tube), cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage(cracked case) was confirmed during visual inspection where cracked case on corner of belt clip rails, broken reservoir tube lip, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the case was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.